Manufacturer narrative:
Other, other text: h3: two pictures of a cadd cassette reservoir were received for evaluation. During the analysis conducted it could be observed in focus view of the upper corner of the housing which has a circle marked; the second one show an inner view of the housing in which it an aperture on the bag could be observed. All the complainant returned units were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. One sample was received with a circle marked on the housing, a damage was detected in the bag; no discrepancies were detected in the other sample. A syringe was used to infuse water into the cassette bag. A leak was detected fleeing from the damage found on the bag; no leaks were detected on the other sample. The reported issue was able to be confirmed and is a manufacturing issue.

Event description:
Information was received indicating that during the use of cadd cassette reservoirs - flow stop, the cassette was accidently torn, and medication leaked. There were no adverse events reported.